Manufacturer narrative:
The technician discovered that the hi/low switch in the nurse control panel had corrosion on the contacts. The technician cleaned the switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the hi/low function is drifting downward.